Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (500 mg/dl) and ketones were over 3 mmol/l while wearing the pod between 37 and 48 hours. The patient's mother noticed insulin leaking and when removed, the pod's cannula appeared bent. The patient was treated with an insulin IV. The patient was released after 3 days.